Event description:
It was reported that the customer was at disney world and had a low blood glucose level of 29 mg/dl. Customer was treating based on the sensor since she did not have a meter to check it. Customer noticed there was a difference between her sensor glucose reading and her blood glucose reading. Customer's current blood glucose level is 146 mg/dl. Customer has been experiencing low blood glucose levels. Customer corrected with 4 huge donuts and food. Customer stated that it took 7 hours to correct the issue. Customer stated that the drive support cap is flush. Customer was advised that she would need to contact her health care provider for her low blood glucose levels. Customer also had two deep scratches on the pump. Customer stated that they are on the right and center of the lcd screen. Customer stated that the pump had fallen out of her pocket but it did not hit anything. Customer can still read the screen. Insulin pump will need to be replaced. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.